Manufacturer narrative:
Correction: h6 - updated codes.

Event description:
Manufacturer reference number: 2017865-2021-35099. It was reported that an asymptomatic patient presented for a follow up in clinic. The patient's right atrial (ra) lead exhibited noise reversions and inappropriate mode switch due to lead noise. The ra lead was explanted and replaced. During the procedure, it was noted that the right ventricular (rv) lead had an insulation breach. The rv lead was also explanted. The patient remained stable during and after the procedure.